Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is (B)(4).

Event description:
A physician indicated that the phacoemulsification tip was obstructed. No patient harm reported. Additional information was requested.

Manufacturer narrative:
No sample was returned; therefore, the condition of the product could not be verified. A review of the related device history record for the reported customer lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there were no other complaints for the reported issue. A sample was not returned by the customer and the device history record review associated with the customer lot number provided indicated the product was processed and released according to the product¿s acceptable criteria, the root cause for customer complaint issue cannot be determined. (B)(4).